Event description:
It was reported that water temperature increased in an arctic sun device until 40c with target water temperature 30c during inspection. It occurred two times. This phenomenon occurred more than 1 year ago. Per follow up information received via mail on 17dec2024, it was noted that the device will be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated. During the evaluation it was found that the customer declined repairs and decided to purchase new. No action taken as customer has decided to purchase a new as stat and not repair this unit. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800548 rev 2 and baw2800424 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature increased in an arctic sun device until 40c with target water temperature 30c during inspection. It occurred two times. This phenomenon occurred more than 1 year ago. Per follow up information received via mail on 17dec2024, it was noted that the device will be sent to imi. The issue has not been resolved yet.